Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found to have frank hematemesis with a hemoglobin drop from 7 to 5.2 grams per deciliter (g/dl). Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2017 and a bleeding lesion was found in the gastroesophageal (ge) junction. The bleeding lesion was treated with a hemostatic clip. The patient was transfused with 2 units of packed red blood cells and hemoglobin trended back up to 7.6 g/dl. The bleed was thought to be not related to the lvad system but rather related to the anticoagulation treatment. Anticoagulants at time of the event were warfarin and aspirin.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.